Manufacturer narrative:
Patient¿s identifier and weight are unknown. Additional device product codes: mni, mnh, kwq. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2017, the plate was placed on the bone and fixed/screwed with the first screw. They were screwed even equal to the first locking screw in the screw head. However, the placement of cervical spine plate had to be fixed immediately because they detected a slight imbalance. The locking screw could not to be removed, so that the plate with the screw could be removed only after a long time out of the screw head. The screw is connected to the plate. Then, a new plate with new screws were used and the surgery was completed with good results. Surgery was delayed for one (1) hour. There was no patient harm. Concomitant devices reported: ti cervical spine locking plate 45mm (37mm) (part # 450.237, lot # l090720, quantity 1), 4.0mm ti cortex expansion head screw self-tapping 14mm (part # 487.044, lot # unknown, quantity 1). This report is for one (1) 1.8mm ti locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product development investigation was performed for the subject device: our investigation has shown, that the returned products shows signs of use. The manufacturing review of the cervical spine locking plate (450.237 / l090720 manufactured at 06. Sept. 2016 / grenchen) shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The investigation of the cervical spine expansion head screw which stuck in the plate shows, that the cross recess is heavily damaged. Also, the insert locking screw for the expansion head, the cross recess is plastically deformed. We can only assume, that this can be traced during removal or the improper insertion, of the insert locking screw. The combination between plate and expansion head screw could be resolved of using with a bench vise (screw turned in screw hole). In our op ¿ guideline is noted, insert the first expansion head screw, the screw must not be fully tightened at first as this could cause the opposite side of the plate to tilt. When the remaining screws were insert finally, all screws must be tightened so that the screw heads render a flush plate surface. Then carefully inserted the insert locking screw into the screw heads and firmly tightened. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.